Event description:
It was reported by the customer when inserting PICC into pediatric patient in the pediatric surgery department, it was found that there was a hollow ring at the front end of the guidewire, which could not be inserted into the sheath. Therefore, the product was replaced to complete the insertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed that a coil at the tip of the guidewire was unraveled, creating a ring shape at the tip. Some slight bends were also observed in the guidewire, proximal to the unraveled coil. Use residue was observed on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer when inserting PICC into pediatric patient in the pediatric surgery department, it was found that there was a hollow ring at the front end of the guidewire, which could not be inserted into the sheath. Therefore, the product was replaced to complete the insertion. No other information was provided.